Manufacturer narrative:
As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that bending stress generated with the manipulation of the concomitant balloon catheter might have been locally applied on the tip of the sion blue guide wire, kinking the guide wire. Consequently, the kinked segment was caught by the stent strut during removal. Further applied tensile stress generated with wire removal then caused the separation of the guide wire. Although it was concluded that the reported event was not attributed to product quality, removal of the wire fragment with an additional guide wire was considered as an additional treatment. It was also concluded that possibility could not be completely ruled out that a fragment might be left in situ should the same event recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ kink of the guide wire ~ separation of the guide wire.

Event description:
It was reported through literature that an asahi sion blue guide wire had fractured during a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the mid left anterior descending artery (lad). Publication: european heart journal - case reports (2023) 7, 1-7 title: safe and predictable transcatheter removal of broken coronary guidewires: the 'knuckle-twister' technique: a case series report excerpt is as follows: case 1 a 71-year-old male patient with a known history of dyslipidaemia was referred for coronary angiography due to crescendo angina and findings of ischaemia in the left anterior descending artery (lad) territory in the cardiac positron emission tomography study. Angiography showed a cto of the mid-lad, immediately after the first diagonal branch (d1) take-off. The cto was successfully recanalized by an antegrade parallel-wire technique. During final provisional stenting over d1, rewiring the side branch probably through a small stent cell and pushing a used 2.0 semi-compliant balloon through the metal struts resulted in kinking of the workhorse sion blue guidewire (asahi intecc, aichi, japan) in the d1. Pulling back the deformed guidewire after opening the struts led to complete entrapment and rupture at the level of the d1 ostium, with 4 cm of guidewire lost in the entire length of d1. A fielder xt-a (asahi intecc, aichi, japan), with its end bent 360? Backward [?]3 cm from the tip, creating a large knuckle or an open lasso, was advanced into d1, with the loop facing forward. Rotating very fast in one direction, it began to loop and tighten around the lost guidewire. Without force, the entire ensemble was then successfully retracted [?]en bloc'. The bifurcation was restored with final kissing balloon inflation (kbi) and the proximal optimization technique, with a good angiographic result. The patient remained uneventful after 18 months.